Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Capsular contracture baker grade iii, explanted and device completely liquefied. Presence of double submuscular capsule. (Left and right side) devices will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.

Event description:
Explanting physician reported capsular contracture baker grade iii and device rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.